Manufacturer narrative:
(B)(4). This is a report of a use error in which the care giver disconnected the heater bag and connected a new heater bag without replacing the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. The guide instructs the user not to attempt to reuse the disposable set more than once. It indicates that the disposable set must be discarded after each use. It warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver reused single use supplies during peritoneal dialysis therapy. The care giver disconnected the heater bag and connected a new heater bag. The technical service representative (tsr) explained the risks of doing that as it would compromise the setup and risk an infection. The tsr assisted the care giver to end therapy. The tsr advised the care giver to dispose of current supplies and start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.